Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient's generator pocket opened as the sutures came undone at the corner of the incision. The patient was seen by the surgeon and staples were inserted in the incision to help it heal. On (B)(6) 2025, the staples were removed, and the pocket was healing nicely.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the sutures coming undone at the corner of the incision. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).